Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pace sense portion of this rv lead was capped and replaced due to high thresholds. The shocking portion of this lead remains actively implanted. Should additional information become available this file will be updated.